Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt acl tightrope® rt serial/batch number unk was received for evaluation. Upon visual inspection, it was found that the loops were broken off and the suture system was completely damaged, with frayed and bunched components. Functional testing was not performed due to the damage to the device. The most likely cause of the reported and observed failure is user error, specifically applying excessive force shortening the suture strands. Directions for use. Dfu-0147-eor0_fmt_en. G. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during an anterior cruciate ligament ligamentoplasty surgery the clamp wires on the ar-1588rt broke. Due to the device failure a removal of the graft the preparation of a second graft and the replacement of the device was required. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.